Event description:
A report was received that the patient developed infection at the midline incision site. Symptoms were redness, swelling and pus. Patient was taken to the operating room and incision was opened to the fascia and irrigated with antibiotics. The patient was also treated with intravenous and oral antibiotics. The physician believed that the infection was hospital related and neither device nor procedure related. The infection site was improved and patient was doing well.

Manufacturer narrative:
.